Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that reportedly, this pacemaker reached end of life (eol). The patient was seen recently and device scheduled to be replaced. The patient checked pulse and noted that the pulse rate was in the 40¿s and then checked again and noted greater that 100 beats per minute (bpm) which may be an atrial fibrillation (af). Boston scientific technical services (ts) discussed device functionality. No presenting electrogram (egm) due to limited function. Symptoms were likely due to loss of device function. There was no further information provided. As of this time, the device remains in service. No additional adverse patient effects were reported.